Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident sample confirmed the termination cover was not installed over the foil tabs and wire terminations. This was due to a manufacturing error. No trend has been identified for this failure mode.

Event description:
The customer reported that upon opening the package and removing the grounding pad, it was noticed that the wiring was exposed. The grounding pad was not used on the patient.